Event description:
It was reported that pump displayed malfunction alarm with code 9 with no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if problem returned, which customer acknowledged and understood.